Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the right ventricular lead had been extracted and replaced due to increased threshold and declined sensing amplitude. The procedure was completed successfully without adverse consequence to the patient. The patient was in stable condition and will continue to be followed normally.